Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 469 mg/dl and customer¿s blood glucose at time of call was 221 mg/dl. Customer was treated for their high blood glucose with bolus. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.